Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. The pod arrived fully deployed. Pod download data indicated that the device completed priming and ran for 101 pulses and delivered boluses before being deactivated by the user. After investigation of the needle mechanism, no issues were found that would result in the needle mechanism failing to deploy.

Event description:
It was reported that the needle never deployed the cannula into the skin.